Event description:
The following information was provided by the initial reporter: it was reported that the white cap has come loose from some of the bd posiflush sp saline syringes (10 ml, 0.9% nacl). The liquid likely leaked out during the production process, as nothing was wet when the boxes were opened. Before use: additional information provided: white cap not on syringe and no saline solution in the syringe. Plastic film of syringe torn/torn inside the outer package (carton). In total, we have sorted out 5 syringes to date.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.